Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2020, the end user was seen in an out-patient clinic for routine weekly visit and was placed on a convatec wafer by the nurse who stated " this is all I had on hand to put on her". Thereafter, on (B)(6) 2020, the end user had a stomal laceration and bleeding. On (B)(6) 2020, she was seen by a nurse in an out-patient clinic for routine weekly follow up, who stated that the same area from previous stomal laceration was reinjured and measured 1 x 4cm. Hemostasis was achieved by the end user. Furthermore, hydrofera blue and eakin seals were used for treatment of the same. She did not continue using the product. The nurse was advised that the skin barrier was too small for the reported stomal size of 57mm. Reportedly, her transverse colostomy reversal is scheduled for (B)(6) 2020. No photo is available at this time.